Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient was allergic to the topical skin adhesive thus a pink circle under the left chest side appeared and a sunburn under the incision. No additional adverse patient effects reported. The pacemaker remains implanted.